Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned [location unknown] to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-03285 and 0001825034-2017-03286.

Event description:
It was reported that the clinical patient underwent a shoulder arthroplasty revision due to dislocation with pain and loss of range of motion. A linked, constrained custom device was implanted in the revision. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Concomitant medical product - unknown comprehensive baseplate, part# unk lot# unk; unknown comprehensive screws, part# unk lot# unk; unknown comprehensive humeral tray, part# unk lot# unk; unknown comprehensive srs proximal body, part# unk lot# unk; unknown comprehensive srs humeral stem, part# unk lot# unk. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-03286 and 0001825034-2017-07287. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays. X-rays were reviewed by operative surgeon. The prosthesis dislocated postoperatively. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.